Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge "popped out". There was no reported impact to the customer's blood glucose level. The customer reinserted the cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
Issue was inadvertently reported. This is a non reportable issue. Issue was inadvertently reported. This is a non reportable issue.